Manufacturer narrative:
Product analysis results: visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley and proceeded to the second proximal tooth valley. The inner assembly was deformed in such a way that indicates the inner blade teeth impacted the outer cutting surface while moving in a cw and ccw direction which resulted in the observed break. The impacts were at the first and third proximal valleys. There were biological contaminants compacted inside the inner assembly. There was a wear mark around the entire outside diameter of the inner shaft 0.57¿ from the distal face of the inner hub. There was no allegation of a defect prior to use. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. Complaint substantiated / confirmed: yes conclusion: there was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the tip of the blade broke in the beginning of the surgery. It was confirmed there was no fragment in the operation area. The doctor used another new blade to complete the surgery and there was a delay of about 3 minutes. It was the initial use of the blade. The procedure was a uvulopalatopharyngoplasty. No patient symptoms or complications were associated with the event.